Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported it's not working. The patient stated that they get the buzzing on their right side and get nothing on the left side since a couple months ago. Patient mentioned they have tried calling many times over the last year and they get the run around through the voicemail system or the phone system, and they tried getting a hold of the representative (rep) many times but they get nothing. Agent asked patient if they had any adjustments made on their own with their therapies and patient stated no. Patient was in group a and the stimulation was turned on. Patient tried to change to group b but stated that they are not feeling anything at all. Patient then changed to group c and stated they felt nothing as well. Agent advised patient to contact their hcp to further address the concern. Patient mentioned that they go to doctor every 2 month and have discussed the concerns. Patient added that their hcp is not happy that they are not getting any service, and they are still in agony. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.